Event description:
It was reported to boston scientific corporation on april 11, 2023 that an ultraflex esophageal distal covered stent was implanted to treat a 6cm stricture in the distal end of esophagus during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was fully deployed; however, it was noticed that the stent was unable to open properly in the stricture and was inverted from behind. The stent was removed with forceps and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. **additional information received on april 28, 2023** the stent was implanted to treat a 6cm malignant stricture.

Manufacturer narrative:
Block b5 has been updated with additional information received on april 28, 2023. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that an ultraflex esophageal distal covered stent was implanted to treat a 6cm stricture in the distal end of esophagus during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was fully deployed; however, it was noticed that the stent was unable to open properly in the stricture and was inverted from behind. The stent was removed with forceps and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on april 28, 2023. The stent was implanted to treat a 6cm malignant stricture.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h10: an ultraflex esophageal distal covered stent and delivery system were received for analysis. The stent was received fully deployed and expanded. Visual and microscopic inspections found a knot on the retention suture in the flare. The shaft was noted to be in good condition. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent failure to expand because the stent was received fully deployed and expanded. It is most likely that the observed event of stent retention suture knotted could have contributed to the stent being unable to expand during the procedure; however, there is not an objective evidence or descriptive conditions to confirm the reported event. No problems were found that could have been related to the reported event during the manufacturing documentation review. Additionally, there are in-process controls such as applying green suture, stent prep, autocrochet, and final inspection work stent that detect problems related to the application and condition of the green retention suture in ultraflex stents. It is not known how the retention suture became looped around the incorrect stent loop. The investigation findings do not lead to a clear conclusion about the cause of the reported event, therefore the most probable cause was unable to be established. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on april 11, 2023 that an ultraflex esophageal distal covered stent was implanted to treat a 6cm stricture in the distal end of esophagus during a stent placement procedure performed on (B)(6) 2023. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was fully deployed; however, it was noticed that the stent was unable to open properly in the stricture and was inverted from behind. The stent was removed with forceps and a different device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.